Manufacturer narrative:
Citation: aguilera j, hutt e and jaber wa (2021) imaging of cardiac device-related infection. Front. Cardiovasc. Med. 8:729786. Doi: 10.3389/fcvm.2021.729786.

Event description:
Reported via journal article. It was reported that an infection occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the watchman closure device being implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Three weeks post procedure the patent presented to the hospital with fever, chest pain, and confusion. Transesophageal echocardiogram images showed that there was large mobile vegetations on the device. The patient was too high of a risk for surgery so they were treated medically for this event.